Event description:
It was reported that high impedance was observed. Lead damage was suspected, although, no apparent damage on the lead body was observed upon removal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found external insulation abrasions at 50.3cm to 50.5cm, consistent with that produced by friction with the ICD can and 10.5cm to 11.7cm, consistent with that produced by friction with another device from distal tip.